Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the right atrial (ra) lead was implanted and connected to the pacing system analyzer (psa), abnormal signals were observed with a negative sharp deflection of r-waves with minimal positive current of injury. The physician then disconnected the ra lead from the psa cables and inserted a stylet to reposition the lead. During this process, the ra lead dislodged with its helix still deployed. The helix was then retracted, and the ra lead was repositioned to the ra appendage; however, the helix failed to redeploy. Multiple attempts using different rotation speeds were made to extend the helix, but these were unsuccessful. The ra lead was not used and replaced. The patient remained stable throughout the procedure.